Event description:
It was reported that the ilet charger exhibited a charging problem consistent with wear and tear, requiring the cable to be pushed in to deliver power and not maintaining a connection, which aligns with a device charging malfunction involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem related to the charger, consistent with a charging problem associated with the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.